Manufacturer narrative:
The reported failure of the trilogy evo machine flow sensor is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
The manufacturer received information that a trilogy evo ventilator was reported to have a ventilator service required alarm occur while in use with a patient. No harm or injury reported. On device evaluation, during an operational check, the alleged ventilator service required alarm was reproduced. The error code e-384 was identified in the error log indicating that the gap between pressure of the air outlet and monitor pressure of the blower is large was recorded. Upon checking the inside of the device, it was found that water had entered. Due to the ingress of water that entered the area around a port the outlet side panel, a deviation occurred in the measurement of the air outlet pressure, and the ¿ventilator service required¿ alarm was believed to have been triggered. The machine flow sensor was replaced to address this issue. Additional findings not related to the flow sensor malfunction/issue: since contamination due to water ingress occurred the particle filter, filter cover, air inlet foam filter, blower assembly, blower bellows seal, blower mount, blower chassis plate, blower up, system printed circuit board assembly tubing, blower chassis tubing, fio2 tubing, low flow oxygen tubing, 3-way solenoid valve, proportional valve, dual rim cup, outlet side panel, low flow oxygen connector, fio2 housing, muffler assembly and the system printed circuit board were replaced. Software version was upgraded from 1.06.10.00 to 1.06.15.00. The device passed final testing and was confirmed to operate properly.